Manufacturer narrative:
E1: (B)(6).

Event description:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 indicating that the device had a pressure sensor failure. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Bench repair recommended the replacement of the data acquisition (da) printed circuit board assembly (pcba) to resolve the pressure sensor failure. The customer declined repair of the v60 and cancelled the bench repair work order. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.